Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diminished/loss of therapy as x-rays showed the lead was fractured. Lead diagnostics indicated that the lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.